Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that experienced hyperglycemia with blood glucose of 470 mg/dl. Customer reported symptoms like headache as a result of high blood glucose. The customer was treated with intravenous insulin pump, manual injection or insulin pen for high blood glucose. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. It was unknown whether customer was using auto mode feature or not at the time of event. The insulin pump will not be returned for analysis.